Manufacturer narrative:
This lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that one day post-implant, this right ventricular (rv) lead would not capture the patient and exhibited a high out of range pacing impedance measurement of greater than 4000 ohms. Surgical intervention was performed and during the procedure, the physician was unable to fully insert multiple stylets into the lead body. The rv lead was eventually explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that one day post-implant, this right ventricular (rv) lead would not capture the patient and exhibited a high out of range pacing impedance measurement of greater than 4000 ohms. Surgical intervention was performed and during the procedure, the physician was unable to fully insert multiple stylets into the lead body. The rv lead was eventually explanted and replaced. No additional adverse patient effects were reported.